Event description:
Customer reported blood glucose results of 79 mg/dl and "around 180" mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.